Manufacturer narrative:
A returned questionnaire indicated that "after two pumps no refilling of pump, (leakage expected)." At implant there were "no problems, excellent function for [greater than] one year." In addition, no circumstances with this device nor with the pt's medical history were noted that may have contributed to this occurrence. The entire device, except the connector, was received and evaluated. Thus, the pump was received disconnected. One leakage site was noted at the pump's inlet tubing. The other three sites were located on the reservoir tubing. Microscopic examination of the device was performed. The inlet tubing leakage site showed cross sectional surfaces that were rough, irregular, and abraded. These markings indicate a tubing tear and that the device was worn. Nearby, a tubing crease was identified. Examination of the reservoir tubing leakage sites showed cross sectional surfaces that were uniformly striated, indicating contact with sharp instrumentation, such as a hemostat. Based on the received info and qa's assurance evaluation, qa concludes the following: 1) while in-vivo, the pump's inlet tubing was bent back and abraded against itself. 2) the leakage site on the pump inlet tubing was a result of a tubing tear that was contributed to by the device's in-vivo positioning. This leakage site was a reason for removing the device. 3) the other leakage sites were contributing to by sharp instrumentation. Based on the duration the device was implanted and functioned well, this contact occurred during or subsequent to explant surgery. Therfore these leakage sites are not related to the reason for removing the device.

Event description:
The device was removed due to a "pump malfunction." The entire device was removed. 1/31/97-upon receipt of add'l info from the physician/surgeon, he stated, "the device would not refill after tow pump leakage was suspected." Addtionally he stated, "no problems were observed at implant and the pt had excellent device function for many years with no difficulties."